Event description:
The customer reported fluid leaked from the cap piercer onto the top of sample caps and the floor involving unicel dxc 800 synchron system. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered line 118 without vacuum and line 301 filled with blood fluid, 4 inches into auto-gloss line. The fse replaced auto-gloss line 301, bleached waste line 118, and cleaned the area around the cap piercer. The unit conformed to the manufacturer's published performance specifications. (B)(4).